Event description:
(B)(4) the dentist reported a week after the dental implant was installed in the pt's mouth it was verified its non osseointegration. A 30 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii), bone graft was not executed.